Event description:
When the device was used during a laparoscopic colon procedure, the disc separated during insufflation at the top of the iris valve. Case was completed with a like device with no patient consequence.